Event description:
After injection of embolic material, catheter was entrapped in cast. Physician chose to extract the catheter with a quick pull and was separated under tension, leaving approximately 15 cm of the distal tip in the patient's vasculature.